Event description:
It was reported that a device was used during a low anterior resection. After firing the device, the surgeon could not remove it from the bowel. Once removed, the surgeon noted that the tissue was not cut. Hand suture was used to complete the case. There was no consequences to the patient.